Event description:
It was reported that during a supply change while filling the tubing, the pump generated alert 38 for motor stall with consecutive occlusion and very low insulin alerts, and the pump unexpectedly restarted; the user was employing a teflon infusion set and a prefilled fiasp cartridge, and troubleshooting steps to clear alerts and proceed with fill repeatedly failed, leading to replacement. Symptoms included no reported changes in blood glucose. Outcomes included interruption of insulin delivery and replacement of the device. Investigation included review of device alerts and guided troubleshooting. Investigation of this device revealed repeated stalled motor, and occlusion alerts consistent with a pump motor stall malfunction associated with the insulin delivery mechanism and infusion set use. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.